Event description:
In 2008, it was reported to boston scientific corporation, that a prolieve thermodilatation kit was used during a benign prostatic hyperplasia (bph) procedure. According to the complainant, during introduction, the tip of the catheter kept buckling. The physician tried several times to place the catheter and using a guidewire (unknown manufacturer) to help facilitate placement; also failed. The procedure was not completed due to this event. There were no patient complications and the patient's condition was reported as "fine."

Manufacturer narrative:
The lot number of the prolieve thermodilatation kit is not known; therefore, the device manufacture date and expiration date can not be determined. The reported lot number is for the catheter which is part of the kit. A review of the device history record (DHR) was reviewed for the reported catheter lot number; no anomalies were noted. The complainant indicated that the device has been disposed; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.